Manufacturer narrative:
Medtronic received additional information from this patient's physician that this patient expired following implant of this bioprosthetic valve due to complications during the procedure, including "intraoperative bleeding throughout due to poor tissue integrity requiring multiple procedures and extensively long pump run." The patient's bioprosthetic 29 mm aortic valve was replaced by a 27 mm bioprosthetic aortic valve during this 20 hour procedure due to persistent bleeding around the implant site, particularly "the tissue of the [left ventricular outflow tract]" of the aorta. Multiple attempts were made to remedy the bleeding, but due to the patient's friable native tissue, "the bleeding was torrential" and persistent along the non-coronary cusp of the aorta. The physician reported that "[e]fforts were ceased in the operating room due to what was thought to be futile effort ultimately."

Manufacturer narrative:
Conclusion: the patient's bleeding was due to patient's condition of poor tissue integrity. No device failure was determined based on the reported information.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If additional, new information is received, or if the product is received for analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this 29 mm bioprosthetic aortic valve, this valve was explanted and replaced with a smaller 27mm bioprosthetic aortic valve. The implanting physician reported that this "was not a device related issue." No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.